Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluation update: upon further investigation of the device, it was determined that the motor power was too low. It was further observed that there was excessive dirt and oxidation internally and the device had low power and rotation. It was determined that the issue was due to failure of cleaning and lubrication. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device manufacture date is currently unavailable. Therefore, the UDI is incomplete. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the compact air drive device failed pretest for check for air leak and check the power with test bench: minimum 110 to 160 watts. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device history record review: a device history review was performed, and no non-conformances were detected related to the reported condition. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as 8/17/2009. The UDI has been updated accordingly. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.